Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: the stem was not returned for review nor were photos received; therefore the condition of the components is unk. Surgical notes from when the stem was implanted were reviewed indicating that the pt was obese making joint exposure difficult. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. Eval: the mfg records of the stem were received and found to be confirming indicating that the device was mfg, inspected, and packaged to specification. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that this pt experienced pain.